Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to traces of previous moisture presence found inside the device on the back of the lcd screen and on the inner side of the case. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and also insulin pump had crack at back. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.